Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 03-sep-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was frozen and station need to be restarted to get in work again. A field service engineer inspected and concluded that the root cause of the intermittent touchscreen freezing could not be definitively determined. As a corrective measure, fse replaced the all-in-one (aio) unit, customer approved continued runtime monitoring and will provide an update on system performance within the next 72 hours. Verified user access through the med application. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es screen on the rehab froze, and the device had to be restarted to get it working again. The customer stated that this malfunction occurred while dispensing the medication and they were unable to access/issue the medication, which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.